Event description:
Info received from (B)(6) call. Caller states that pump is not infusing or not alarming to warn her that the feeding is not infusing. Rate is 175 ml/hr and dose is 175 ml.

Manufacturer narrative:
Device was not returned.